Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion sites like to kink while going in. Reportedly, the patient had a dozen of these, which led to increased blood glucose levels and subsequently, admission to the hospital for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.